Event description:
It was reported that the #3 key on a spectrum pump operates intermittently. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed that the #1 and keys operate intermittently and that the #3 key is inoperable. It was determined that this was caused by a failed keypad, which has been replaced. All other keys perform as expected. Baxter has initiated a CAPA to further investigate this issue.